Event description:
It was reported the subject device had an image problem and it was not taking pictures. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. Based on the results of the investigation, the device was not taking pictures due to a bad charged coupled device switch. However, a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.